Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a fusiform thoracic aneurysm at zone 0 and 1. Vessel morphology was reported as no calcification or thrombus; maximum aneurysm diameter of 76 mm with a aneurysm length of 100 mm. It was reported that the delivery, deployment, and touching up were successful with no malfunction. The patient was discharged four days post index procedure with a maximum aneurysm diameter of 67mm with no endoleak, migration, or rupture. It was reported that the patient expired six days post index procedure. The physician commented that the patient expired due to the hematencephalon and cardiac failure, unrelated to the talent taa.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (death, cardiac infarction). Unapproved use of device (implanting in zone 0) evaluation conclusions: user error contributed to event (implanting in zone 0).